Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. After changing the catheter, air entered the sheath at the hydrostatic sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Device technical analysis: the returned faradrive was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis of the returned sheath did not find any abnormalities or defects that could have contributed to the associated allegation. Therefore, the root cause of the allegation was not confirmed. Initial reporter phone: (B)(6).

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. After changing the catheter, air entered the sheath at the hydrostatic sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.